Event description:
The blue luer-lock tip that hooks up to the trocar from the insufflation tubing popped off while hooking up at the start of the case. Would not stay on tubing when insufflation was turned on. Second unit was opened and used, and the tip popped off of this unit also, causing loss of insufflation and loss of visualization in the operative field. A third unit had to be opened and used to complete procedure.